Manufacturer narrative:
The bec( beckman coulter) fse (field service engineer) found a damaged outlet power strip which was supplying power to the au680 clinical chemistry analyzer peripherals. The outlet power strip was melted and charred. The cause was a defective outlet power strip. The fse replaced the power strip to resolve the issue. (B)(4).

Event description:
On the 26-apr-2016, it was reported from the customer site that an outlet power socket strip short-circuited which resulted in electrical damage. The outlet power strip was providing power to the au680 clinical chemistry analyser peripherals. The system was switched off at the time of the event and there was no operator injury and no erroneous results were generated. The fire department was not called.